Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer's blood glucose was 15.0 mmol/l at the time of incident. Troubleshooting was done. The insulin did not exit during prime. The customer performed plunger push. The insulin did exit but the insulin pump alarmed no delivery alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected no delivery alarm or no reservoir alarm noted during testing. The pump was received with all operating currents within specification and passed functional testing including the rewind, self-test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.